Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Date of event: the date of event was reported as (B)(6) 2018 in the initial report. It has been updated as (B)(6) 2018. The patient identified was reported as unknown in the initial report and has been updated as mrn: (B)(6). The exp date was reported as unknown in the initial report and has been updated as 3/31/2021. Therefore, UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was left implanted in the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part (254801) and lot (l838453) combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4)-incomplete. The exp date is currently unavailable. Patient identified: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the surgeon that the tibial intrafix adv implant device will be removed due to an abscess after the initial acl reconstruction. It was further reported that hardware removal surgery has already been scheduled while the revision surgery will be done at a later date. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of prolonged hospitalization. The patient's status post-surgery was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.